Manufacturer narrative:
Not returned.

Event description:
On (B)(6) 2015, osteomed was notified of an adverse event concerning the icon 2.0 locking screw, self-tapping. The physician implanted the locking screws into a cancer patient. Due to the patient's bone quality, the patient has gone through multiple surgeries. During the additional surgeries, it was observed that the osteomed 2.0 locking screws had backed out of the plate.

Manufacturer narrative:
The exact root cause is undetermined. However, the failure appears to be attributed to user error. A review of the osteomed icon product information and instructions for use guide shows that warnings concerning situations that could cause implant fracture or failure are included. Though the devices were not returned for evaluation, photos provided, along with device drawings, were used to conduct an evaluation. The results show that the screws were inserted at an angle that exceeded the maximum angle recommended for proper locking feature engagement. The proper angle recommendation listed within the IFU guide is +/- 10 degrees. The angulation of the screws exceeded this - 17 degrees and 28 degrees. This is the first complaint for this part number. No internal non-conformances have been issued for this part number. An evaluation of the risk for this type of failure shows that the risk level is low. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 11/10/2015.